Event description:
Boston scientific received information from the patient implanted with this pacemaker, right atrial and right ventricular lead, that during a routine device check, the physician stated that one of the leads was disconnected. It was reported that the physician planned to perform a revision at a later date due to one of the leads was still working and the physician felt that the patient didn't need the pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that approximately eight months later, this device was observed to have migrated into the breast tissue. A revision procedure was performed. The device was successfully repositioned and the ra lead was electively explanted and replaced without incident. No adverse patient effects were reported. Available information suggests that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was unknown whether the patient meant one of their leads had dislodged or if it disconnected from the device. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--